Manufacturer narrative:
The removed user interface (ui) assembly was returned to the product investigation lab (pil), and visual inspection revealed no anomaly or damage. The pil technician installed the ui assembly into the standard test bed (stb) and confirmed that the ui assembly operated as designed without any issues during stb operation. No fault was found. During further investigation, the suspect touchscreen was tested separately, and the pil technician ultimately could not find any issues related to touchscreen operations during the diagnostic check as the touchscreen passed the calibration test and all diagnostics testing. The pil technician confirmed that the touchscreen touch points were aligned on the stb and verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within specifications. The pil technician installed the touchscreen onto the pil test ui assembly connected to the stb and found that the touchscreen operated without any issues. The pil technician verified that the suspect touchscreen passed the functional testing per test#3 in the v60 service manual.

Manufacturer narrative:
E1: reporting address state: (B)(6) reporting institution phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was not responding to the commands anymore. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the touchscreen was not responding to the commands anymore. A service engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the service engineer confirmed the reported issue and found that there was a problem with the touch operation. The service engineer therefore replaced the display complete with touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.